Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade was reported. A pericardiocentesis was performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting levels was above 400s and heparin was administered. The device was implanted. On the same day evening a follow up imaging showed an effusion on the left ventricle. The pericardial effusion lead to cardiac tamponade. The physician believed the abbott device caused the pericardial effusion. A pericardiocentesis was performed. The patient was reported stable.